Event description:
Medtronic received information via literature regarding an (B)(6) female patient with severe symptomatic aortic regurgitation (ar) who underwent implant of a medtronic evolut bioprosthetic valve (unique device identifier numbers not provided). During the procedure, despite multiple attempts with partial expansion of the 34-mm evolut r valve while attached to the enveo delivery catheter system (dcs), optimal valve position could not be obtained as it repeatedly prolapsed superiorly in the aorta or inferiorly into the ventricle. A smaller 29-mm evolut pro valve attached to the enveo pro dcs was then attempted without success. With each attempt at repositioning the patient¿s ar jet increased, the pulse pressure widened, and the patient became unstable. Finally, the 34-mm evolut r valve was successfully deployed; this required a total of three positioning attempts in keeping with the technical guidelines of the manufacturer. The valve position was slightly supra-annular with a noted moderate paravalvular ar. Post-procedurally the patient was transferred to the intensive care unit where she later developed new onset expressive aphasia and right-sided hemiparesis. Imaging confirmed an acute ischemic stroke. After improvement in stroke symptoms the patient then developed progressive heart failure. A transoesophageal echocardiogram performed six days post-tavi identified a serpiginous muscular ventricular septal defect (vsd) inferior to the prosthetic valve with associated left-to-right shunting. The authors suspected the patients unfavorable anatomy led to valve dislodgement in which the repetitive trauma to the interventricular septum by the partially expanded valve resulted in the vsd. Subsequently, the patient underwent a surgical procedure in which the vsd was successfully repaired with a non-medtronic vsd occluder device. At four months follow-up the patient was noted with improved heart failure symptoms and minimal flow evident through vsd per transthoracic echocardiogram. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: hartnett et al. A case report of ventricular septal defect complicating transcatheter aortic valve implant for aortic regu rgitation: novel complication and technical considerations. Eur heart j case rep. 2021 oct 5;5(10):ytab387. Doi: 10.1093/ehjcr/ytab387. Ecollection 2021 oct. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.